Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on a later date due to recurring incontinence. It was explained that the patient had an advance sling implanted, but underwent adjunct radiation therapy which made the sling fail. It was specified that the patient's incontinence did not get worse, but just returned to baseline. Should additional information be received a supplemental report will be filed.